Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that during testing, the silence and reset light emitting diode (led) was randomly blinking. The device was not in use on a pt when this event occurred.